Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) and a manufacturer representative (rep). It was clarified that the patient's family member initially reported the event. When inquired about the cause of the event, it was stated that "the doctor didn't tell"; however, it was confirmed that the event was considered resolved at the time of this report. It was also noted that it was unknown when the event began occurring. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the bleeding was not related to the lead itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Country of origin is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the patient had cerebral hemorrhage after surgery. The doctor treated the patient with hyperbaric oxygen chamber. The patient was discharged from the hospital and was currently recovering. It was noted that more than 50% of the symptoms were reduced. No further complications were reported/anticipated as a result of this event.